Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they had a high blood glucose level of 487 mg/dl. Customer was admitted to hospital and found that high blood glucose level was due to strep throat. Symptoms included vomiting and incoherence. Insulin pump was being used during incident and was taken off once admitted to hospital. Making a follow up for auto mode feature. Troubleshooting did not occur. Product will not return for analysis.